Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a display screen and threading at the reservoir compartment. Customer states insulin pump had been shutting off as a result. During troubleshooting for blank display, it was found that insulin pump shows signs of physical damage. Customer states that damage may have been caused by over tightening of reservoir. Customer's blood glucose was 123 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.